Event description:
On (B)(6) 2013 the distributor contacted animas alleging a display issue. Reportedly, the display had ink spots and was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: during investigation, the complaint of display screen damage and ink spots was not duplicated. The display screen was fully functional and fully illuminated with no visible signs of damage, fading or discoloration. The alarm history showed no indication of a malfunction related to the complaint. The pump was opened and the display flex was firmly seated with no damage to the display, the display flex or connector. There was no defect found during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).